Event description:
Alleged the brake is not staying locked on the bed.

Manufacturer narrative:
Brakes on the bed were not staying locked. The hill-rom field technician adjusted the casters to repair the bed.